Event description:
A few days after the stent was inserted, the pt came into emergency with the stent hanging out of the urethera. The pt came into emergency and was not draining, the physician found that the stent had moved and was now sticking outside of the urethera instead of internally. The stent was removed from the pt and a second stent was placed. Good.

Manufacturer narrative:
One used stent with the label only was returned. No visible damage was observed on the stent and noted both coil diameters measured within specification assuring adequate retention in both the kidney and bladder. As suggested in the instructions for use: fluoroscopy facilitates stent placement; however, standard radiography may be used. Upon measuring the length of the stent it was noted to be 4.7fr x 24cm in size, not 4.7fr x 22cm as reported by the facility. Due to the ureteral stent protruding from the urethra, it was removed and another stent was placed. At this time it cannot be determined why the stent had migrated down. The facility has been contacted for add'l info, should add'l info be received, it will be forwarded.